Event description:
Pt with left fifth metatarsal fracture underwent open reduction internal "fbcation" procedure. Attempted to put in a 4.0mm cannulated screw and as were crossing the fracture line, the screw head broke.